Event description:
Debridement of left knee wound + aspiration of left total knee joint replacement (patient is in trial for right knee, they had a tkr on left knee with triathlon knee).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Additional devices were added to this event after the initial report was submitted: catalog: 5510f601 description: triathlon cr fem comp #6 l-cem lot: ejatr; catalog: 5520-b-600 triathlon prim tib baseplate - cemented lot: ejf6h; catalog: 5551-g-350 triathlon asymmetric x3 patella lot: ta53; catalog: 61971010 simplex p - ce tobra fd 10-pk lot: tbv008. An event regarding revision due to infection involving a triathlon insert was reported. The event was confirmed through medical records. Method and results: visual, dimensional and functional inspections were not performed as the product was not returned; it remains implanted. A review of the provided medical records by a clinical consultant indicated: there is no evidence this periprosthetic infection of the total knee arthroplasty was related to factors of faulty total knee component design, manufacturing or materials. Indicated all devices accepted into final stock met specifications. There have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the infection could not be determined. Clinician review of the medical information provided indicated that there is no evidence this periprosthetic infection of the total knee arthroplasty was related to factors of faulty total knee component design, manufacturing or materials. Consultation with the stryker (B)(4) indicated that based on the data reviewed, it is not possible that the causative agent of this post-operative infection was introduced to the surgical site on the medical device implants. CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Debridement of left knee wound + aspiration of left total knee joint replacement (patient is in trial for right knee, they had a tkr on left knee with triathlon knee). Update as per sales rep: superficial infection, commenced (approximately) (B)(6) 2015. Wound was debrided and aspirated on (B)(6) 2014. Explant surgery not required.